Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: the lot/batch number provided for the ecr60b, n4ld2, was invalid/incomplete. Do you have the correct lot/batch number: lot: n4ld2e; can you please clarify what was meant by, the stapler made an incomplete suture of the stomach wall: three right staple lines of the cartridge worked properly. Three left staple lines cutted and stapled for half of their length, the other half part resulted only cutted; was there a leak associated with the incomplete suture of the stomach wall: unk; what was the appearance of the deployed staples (b-formation, irregular, legs straight): regular; did the device start to deliver a staple line and cut line and it could not be completed: yes. Three right staple lines of the cartridge worked properly. Three left staple lines cutted and stapled for half of their length, the other half part resulted only cutted. According to the surgeon, in the half part in wich the stapler didn¿t work, the staples didn¿t come out because he couldn¿t see staples shapless or maybe fell down; or, was the staple line the full length, but there staples missing from the staple line: no; was buttressing material utilized, if so, which product: no.

Event description:
It was reported that during a mini gastric bypass procedure, the stapler made an incomplete suture of the stomach wall. The procedure was completed by performing a manual suture. There were no adverse consequences for the patient reported.